Event description:
Customer reported via phone call that serter was not releasing sensor. Customer also reported that insulin pump was not receiving signal. Customer states that the sensor was not able to enter serter and the needle would bend. Customer states that he would consult with trainer.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.